Manufacturer narrative:
The exact date of the event is unknown. The provided event date (B)(6) 2019 was chosen as a best estimate based on the date that the manufacturer became aware of the event. Model number/catalog number: sc-2218-70, serial number: (B)(4), batch/lot number: 14000021, model/catalog description: linear st lead kit 70 cm. Model number/catalog number: sc-4316, batch/lot number: 14073778, model/catalog description: clik anchor. A review of the manufacturing documentation for the ipg, lead, and clik anchor revealed that no anomalies or deviations potentially relate to the event occurred during manufacturing.

Event description:
A report was received that the patient underwent an explant procedure for an unknown reason. No further information could be obtained.